Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right ventricular (rv) lead exhibited high out-of-range shock impedance measurements and emitted tones. Boston scientific technical services (ts) discussed how to disable the audible tones as the issue was ongoing and known to the physician. No adverse patient effects were reported. This system remains in service.